Event description:
The customer stated that his meter readings had been higher than usual. He performed a control test and received a result of 303 mg/dl. While troubleshooting, the customer performed 2 more control tests and received results of 444 and "lo". The normal control range was 86-119 mg/dl. No adverse events were alleged. The test strips and meter were to be returned for eval, and replacement products were to be sent. Fed ex was unable to deliver the products and return box due to an incorrect address provided by the customer. Customer service could not verify the customer's address and did not have a telephone number to contact the customer. At this time, no products will be returned.